Manufacturer narrative:
The device was returned for an investigation. The reported event of touchscreen lockup was confirmed. The investigation determined that the lcd had failed. The lcd was replaced to resolve the reported issue and proper device operation was confirmed. Further root cause has not been determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer contacted ventec to report that the touchscreen on their device had locked-up and become unresponsive. There was no patient involvement associated with the reported event.